Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery fault. The patient completed a self-test 4 times, which did not resolve the alarms. The backup battery was changed, the time was synced, and a self-test was done twice with no resolution of alarms. Log file analysis captured intermittent backup battery fault alarms which may have been due to the backup battery failing the load test. A system controller exchange with upgraded software was recommended.

Manufacturer narrative:
Manufacturer's investigation findings: the reported backup battery fault alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review spanning approximately 4 days (09aug2021 -13aug2021 per timestamp). On (B)(6) 2021 at 08:28:58 - 08:29:30, 08:37:45, 08:38:36 - 12:49:10, 12:49:35 - 12:54:56 there were backup battery faults alarm due to failed load tests (error code f36). This alarm remained active until the end of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. There were no other notable alarms in the log file. Pump operation was not affected. The root cause of the reported alarms were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms resolved after the patient's controller was exchanged.